Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 373 mg/dl at the time of incident. The customer needed assistance with the programming of the insulin pump during call but was not able to retrieve due to compromised force sensor system alarm. The insulin pump will be returned for analysis.